Event description:
It was reported that an arrhythmia and anaphylactic reaction occurred. It has been reported that a versacross connect access solution kit was selected for use for a watchman left atrial appendage closure (laac) procedure. After completion of transseptal puncture (tsp) with no reported issues, the patient entered a rapid atrial fibrillation rvr rhythm and became hypotensive. The physicians performed a cardioversion, which converted the patient to normal sinus rhythm and the anesthesiologist administered unspecified medications to treat the hypotension. The patient's blood pressure and rhythm improved, and the physicians felt comfortable proceeding with the laac procedure. The 31mm wds was deployed into the appendage. The patients heart rate increased once again, and the physicians requested for the nurses to administer an amiodarone drip. As the physicians were assessing compression of the closure device on transesophageal echocardiography (tee), the anesthesiologist noticed that the patient had no blood pressure. The cardiologist checked for a femoral pulse, which was absent. The EKG monitor showed pulseless electrical activity. An effusion check was completed, and no effusion was noted. The cardiologist performed cardiopulmonary resuscitation (CPR), while anesthesiologist administered medications. The patient recovered. The physicians assessed position, anchor, size and seal (pass) criteria of the closure device with the cardiologists and released the device. The patient remained intubated and was sent to the intensive care unit (ICU) for monitoring, and then the patient was extubated and discharged home. The device is not expected to be returned for analysis. The physicians believe the patient had an anaphylactic reaction to the amiodarone, and also that the versacross devices did not malfunction during the procedure, nor contributed to the adverse event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.